Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the chemo medication flowed back up into secondary bag. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of back flow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of two particles, identified to be calcium carbonate, between the housing seal and the diaphragm. The cause of the check valve failure is due to calcium carbonate particles found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate particles was not identified.

Manufacturer narrative:
The customer¿s report of back flow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be calcium carbonate, ¿cellulose¿, between the housing seal and the diaphragm. The cause of the check valve failure is due to a cellulose particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose particle was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-004902, lot y216143, (B)(6), 0.9% sodium chloride injection therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.